Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below set of examples for review. Date / time / sg value / bg value: a) (B)(6) 2025 8:41:02 am, out of range low glucose, 120 (further details such as trend arrow, activity or food intake are not available). The inaccuracies resulted in early sensor retirement on day 134 of sensor life. A return material authorization (RMA) was issued for sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated that the system had started showing some instability, contributing to the differences observed in blood glucose (bg) and sensor glucose (sg) values. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. However, the sensor was not received. Thus, no further investigation or root cause analysis was possible for this complaint. B4. Date of this report 02 sept 2025. G3. Date received by the manufacturer? 02 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.